Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator (usm) 3 has been throwing error codes not letting them move the usm. Customer said they eventually did not use usm 3. This issue was previously reported and has returned. All repair details will be captured on field service order (fso) (B)(4). The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported 32100 error was confirmed but not replicated. In artemis, the 32100 error was found indicating ac hardware current/voltage monitoring error on the axes controller motherboard (acm), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the universal surgical manipulator (usm) was inspected and no faults could be identified.

Event description:
Refer to h11 for follow-up information.